Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6: implanted in 2017 reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. A competitors liner was used in conjunction with a zimmer biomet cup and head is unknown if this combination caused or contributed to the event of instability. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03761. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that patient underwent a right hip revision approximately 20 years post initial implantation and a second revision approximately 3 years later due to instability. The cup and competitors liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.